Event description:
It was further reported that the damage noted to the iliac artery wall was not a dissection. The stent became stuck in this location with the damaged proximal stent struts in the vessel wall. The stent could not be moved forward or backward. The patient was not bleeding from this however. Angiography was performed after the stenting procedure, and it showed no contrast extravasation, the patient was stable.

Event description:
It was reported that during a carotid stenting treatment procedure, an ro marker band detached. Vascular access was obtained through the femoral artery. The physician was treating a "significantly stenosed" subtotal occlusion (98%), eccentric shaped, 20mm in length, de-novo lesion located in the non-tortuous and mildly calcified, 8mm in diameter, right internal carotid artery (ica). The lesion was pre-dilated resulting in 30% residual stenosis. This 10.0-31 carotid wallstent was advanced to the lesion without resistance. During deployment of the stent, the distal marker band detached after only 4/5 of the stent had been deployed. The stent was unable to deploy fully and took the shape of an hourglass. The physician attempted to reconstrain the stent, but was unable to. The guide catheter and stent delivery system (sds) were withdrawn together from the right ica to the right external iliac artery, where they became stuck at the introducer sheath. In order to remove the guide catheter, the physician cut the proximal end of the carotid wallstent sds. The physician was able to remove the guide wire and guide catheter, however, the introducer sheath and the distal section of the carotid wallstent sds with stent remained in the patient. The patient was transferred to the vascular surgery unit where the devices were removed from the patient. The iliac artery wall was "damaged" from the proximal end of the stent during removal requiring a venous patch approximately 6 hours after the procedure. No stent was implanted in either ica. Follow up on the patient showed that there was normal flow and conditions in the right ica. Future stenting of the ica is still in debate. There were no further patient complications and the patient is stable after vascular surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: only the distal end of the inner lumen of the complaint device was returned for analysis inserted through an 8f non-bsc introducer sheath. The exterior radiopaque (ro) markerband had detached from the outer sheath and was free moving on the inner lumen between the stent holder and the stent cup. The ro markerband appeared compressed. The inner lumen was kinked 60mm proximal from the tip. The stent wires were damaged at one end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).